Event description:
During a laparoscopic gastric banding with laparoscopic hernia hiatal repair, the device came back from the reprocessor not back to the original MFR's specifications. The deficiency resulted in inability to lock in operative accessory attachment rendering device useless. No pt injury as this occurred during case set up.